Event description:
It was reported that the user experienced a low glucose reading of 54 mg/dl on the ilet pump while wearing a dexcom g7, ate breakfast without a meal announcement due to the low, and subsequently observed rising glucose to above 300 mg/dl; a later fingerstick measured 153 mg/dl and the user calibrated the pump, after which glucose returned to range. Symptoms included hypoglycemia and dizziness. Outcomes included use of oral glucose to treat the low and no serious injury or illness. Investigation included communication with the user and analysis of information provided by the user and device reports. Investigation of this case revealed no device malfunction, with a usage problem identified involving an improper or incorrect procedure related to user interface interactions, specifically the missed meal announcement after eating. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.